Event description:
14.5 fr catheter exchanged over the wire in 2001. Accidental hole created in the arterial lumen of the catheter near the hub in 2001. Catheter removed. Over the guidewire exchange performed with another 23 cm catheter.